Manufacturer narrative:
D10: concomitants: (B)(6), 122-65-20 - 6.5mm acetabular bone screw 20mm; (B)(6), 122-65-30 - 6.5mm acetabular bone screw 30mm; (B)(6), 170-32-03 - biolox delta femoral head 32mm od, +3.5mm; (B)(6), 180-01-54 - nv crown cup clstr hole 54mm group 2; (B)(6), 188-00-07 - wedge plasma s/o sz 7. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2015. Approximately 8 years after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed left hip replacement. There was evidence of effusion and an adverse local tissue reaction. Synovectomy was done. There was just minimal osteolysis around the stem. There was further tissue reaction and synovitis, and debrided and cleared the rim of the acetabulum. There was polyethylene wear superiorly.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, g2, h6: clinical codes, component code, types of investigation, investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.